Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted : (B)(6) 2009; 693565 lead, implanted(B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pain over their cardiac resynchronization therapy defibrillator (crt-d) and that they had a heart rate around thirty-nine noted by the clinician. Abnormal device function was suspected. The device is still in use. No further patient complications have been reported as a result of this event.